Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Additionally, two retained samples were evaluated at the plant. Visual inspection of the video showed a leak from the junction of the tubing and tubing segment. Visual inspection of both retained samples did not identify any abnormalities that could have contributed to the reported condition and both units were conforming. Air passage and underwater leak testing were performed on the retained samples, and no leaks or blockages were found. The reported condition was verified on the video of the sample; however, not verified on the retained samples. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked along the line when purging the set during priming. The set was replaced to resolve the event. There was no patient involvement. No additional information is available.